Event description:
The spike of the set got bent while connecting to the uv twin bag by cleanflash. An error occurred. The cleanflash stopped moving. The customer opened the lid of the cleanflash manually and found the bent spike without connecting to anything. The patient has been using peritoneal dialysis for 1 year. The type of exchange was continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention. The actual sample was available for evaluation.

Manufacturer narrative:
(B)(4). Evaluation: this complaint was confirmed in the lab. The tip of the spike was bent/damaged. The lot number was not provided; therefore a batch review cannot be conducted. The root cause is unknown. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.